Event description:
Pt underwent surgery for pelvic relaxation and sui. A penrose drain was left in place. Post op when an attempt was made to remove the drain, it broke off leaving a 6cm portion in the wound. Pt underwent wound exploration for removal of the foreign body.